Manufacturer narrative:
(B)(4). No code available since battery life was 0.5-1 year, but there was no elective replacement indicator.

Event description:
It was reported that the patient presented in the operating room for a pulse generator explant. During the procedure, the device was noted to be in back-up and lead impedance was high due to low battery voltage. Prior to procedure it was noted that the battery life was 0.5-1 year, but there was no elective replacement indicator. The device was explanted and replaced. There were no adverse consequences to the patient due to the event.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found. The damage found was sustained during the surgical procedure.

Event description:
New information available on 2/21/2018 states that, the device was found to be backup when due to use of electrocautery during procedure.